Event description:
Pneu-care dynamic overlay mattress on bed of pt and in operation. Nurse #1 was raising head of bed when they heard a popping sound. Nurse #2 reported seeing sparks and experienced a shock. Nurse #1 unplugged the device. The device was removed from svc. Pt had no adverse effect from the event. Nurse #2 was hospitalized because of the shock rec'd from this event and has experienced loss of voice.